Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving stimulation following an scs ipg replacement procedure (reference MFR. Report: 1627487-2015-12458). Diagnostics showed high impedance values for the scs lead. An sjm representative was unable to resolve the issue with programming as autoreduction occurred at one point and intolerable uncomfortable overstimulation with movement at another point. As a result, the patient is not using stimulation at this time. Surgical intervention will be taken at a later date to address the issues.